Manufacturer narrative:
(B)(4). The device is still and use and was not returned. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was not returned and therefore could not be evaluated. The assignable cause for the reported issue of program changed to default setting (flashing check total volume 200ml) was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the program change. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted (B)(4) regarding flashing check total volume 200ml on the home choice (hc) during prime. The home patient (hp) states that they just turned the cycler on and its showing check total volume 200ml. The baxter technical service representative (tsr) explains that at some point the programming menu has been accessed and he will need to call his peritoneal dialysis registered nurse (pdrn) to verify programming. Product surveillance spoke with the home patient's (hp) peritoneal dialysis nurse on (B)(6) 2011 regarding the reported event. The nurse states she spoke with the hp's wife who is the caregiver (cg) on (B)(6) 2011 and they completed therapy via using ultrabags that evening. The morning of (B)(6) 2011 the hp brought the homechoice device to the clinic. The nurse stated the programming was completely gone. She had to re-program everything. She has no idea how this occurred. There were no storms. She asked the hp if the children may have been playing with the machine and he did not think so. The nurse stated there was no patient injury or medical intervention associated with this event. The hp is doing fine with his therapy.